Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
Performance problem report stated "rf leakage error". 1216677-2022-00102 leep precision generator lp-20-120 e-complaint-(B)(4).

Event description:
Performance problem: report stated "rf leakage error". 1216677-2022-00102 leep precision generator lp-20-120 (B)(4).

Manufacturer narrative:
Investigation: x-review DHR: x-inspect returned samples. *analysis and findings: complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 08/14/2019 under wo#'s (B)(4) and shipped on (B)(4) 2007. Manufacturing record review: DHR's (B)(4) were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the unit was returned on RMA #330112 on 03/25/2022. Visual evaluation/functional evaluation: complaint unit was identified as a recall unit and processed accordingly. No additional evaluation is required as the issue has already identified this unit as a potentially affected unit. Root cause: the failure mode on other units was determined to be due to a lack of isolation from the cut signal when operating the coag function. This unit has been identified as a recall unit. Pertaining to the rf leakage: no additional information available. *correction and/or corrective action: the units' board (p/n 300788-r) was update to the latest revision under wo #318126, tested to specifications and returned to the customer. Additional corrections in regard to CAPA 744 was the release of ecn 24379, updating a test procedure, re-working relevant units in wip and recall 1216677-09-03-2021-003 was initiated. Pertaining to the rf leakage: project #691 has been created to address rf leakage failures.